Event description:
Healthcare professional reported "bia-alcl left breast. Stage 1a and cd30 positive and alk negative: yes" and "seroma". This record is for the left side. Device has been explanted. Treatment: device removal, en-bloc capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further investigation: according to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event lymphoma alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The event of seroma-late and lymphoma-alcl-confirmed is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-confirmed, seroma-late.